Manufacturer narrative:
It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their arm after waking up in the middle the night and noting the pod was leaking insulin with the cannula out of the skin. As treatment a new pod was applied.